Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered a 10 unit bolus of insulin versus 1 unit. Customer consumed carbohydrates to address the extra insulin that was delivered. Customer's blood glucose was 200 mg/dl. Tandem technical support assisted the customer with adjusting the pump maximum bolus setting from 10 units to 5 units.